Event description:
A ventilator was returned to the MFR for service. The device was not in pt use.

Manufacturer narrative:
During eval of the device at the third party service ctr, a failure related to the remote alarm connector was observed. The device's interface board was replaced to address the issue.